Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post-procedure prior to pocket closing, it was found that the insertable cardiac monitor had gone into backup operation and exhibited loss of ble telemetry. The icm was not implanted, and an alternate was implanted instead on (B)(6) 2024. Patient condition was stable.